Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not charging the device, with the indicator light flashing twice and then turning off despite attempts with multiple outlets, and a replacement charger was sent. Symptoms included no adverse clinical effects. Outcomes included no impact to health and the need for replacement supplies. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected charger malfunction consistent with a power supply performance issue. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the external charger.